Event description:
During follow-up, the left ventricular lead was noted to be dislodged. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The s-curve region was measured within specification. The reported event of lead dislodgement was not confirmed.